Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 25th of january 2016 for further investigation. During the investigation the fse replaced the wash pump and the wash probe. The instrument was checked and the errro still occurred. The fse then replaced the sensor board. The temperature was checked and the impasse value was adjusted. Daily check and quality controls were performed and both passed without any errors. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to sensor board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) the customer reported substrate purge failure and error 2017 on their aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni 2 and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.